Event description:
The screw was being used and broke off while being tightened.

Manufacturer narrative:
The investigation shows that too high torsional forces acted on the screw and led to the failure in forced rupture mode during the insertion. Based on the statistical eval, no indication was found for any device related issue. Indications for material or manufacturing related problems were not found in this investigation.